Manufacturer narrative:
On (B)(6) 2021 mentor decided to revise the coding for medical device problem code to "adverse event without identified device or use problem" since the follow up with the customer revealed that they were unsure of rupture, and mentor received both implants and after analysis , there were no issue of any ruptures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on (B)(6) 2021. Device evaluation completed on (B)(6) 2021: visual analysis of the returned sample revealed that no damage or anomalies were observed on the smooth hpg, 450cc breast implant. Leak testing was performed in accordance with mentor procedures and no leak sites were detected during the analysis. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect has been identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 24, 2021 mentor became aware that the follow up (2) reported the coding incorrectly. Manufacturer¿s reference number: (B)(4). According to the reporter both implants were ruptured. The devices were received, and after investigation, they were without rupture. Per mentor procedure, the codify needs to be the voice of the customer. Therefore the pec of both devices will be updated from adverse event to silent rupture. Additional information will be requested to clarify this matter.

Manufacturer narrative:
Devices image evaluation completed on august 13, 2021 upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. As part of mentors quality process all devices are manufactured, inspected, and released to approved specifications. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, patient dissatisfaction with the procedure. (B)(4). Manufacturers reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation revision with a mentor memorygel breast implant, 450cc silicone prosthesis experienced bilateral rupture, and patient dissatisfaction with procedure post procedure. The issues were diagnosed through ultarasonography examinations. As a result, patient underwent bilateral replacements as follow: left/ cat#: smpx370, sn#: (B)(4), and right/ smpx370, sn#: (B)(4) on (B)(4) 2021. This report relates to the right prosthesis.

Manufacturer narrative:
On october 28, 2021, additional information received indicated that there was no rupture, and the patient disliked the product¿s size. Updated devices image evaluation completed on november 03, 2021: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.,according to the information reported, the patient disliked the procedure outcome. Updated devices evaluation completed on november 03, 2021: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the smooth hpg, 450cc breast implant. Leak testing was performed in accordance with mentor procedures and no leak sites were detected during the analysis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).